Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator's (epg) tap knob was unable to work. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator's (epg) top knob was unable to work. The pacing encoder was hard to adjust. It was noted that the incoming functional test for pacing rate dial failed, and the incoming functional test for rapid rate pulse rate 1000 ohm load failed. The incoming functional test was re-run, and all passed except the pacing rate dial test. Additionally, it was noted that the upper case gasket was damaged. The lowercase was broken and dented. The liquid crystal display (lcd) silicon was damaged. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.